Manufacturer narrative:
Follow-up #1: date of submission 06/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings: a review of the pump¿s black box data showed evidence of loss of prime with cs162 loss of prime warnings due to zero force. During testing, the ez-prime steps were performed correctly with no cs162 warnings or other alarm occurring. The pump¿s cover was removed and no intermittent condition was found to the force sensor circuit. The loss of prime issue was shown in the history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed cracked battery compartment and a dim, discolored display.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).